Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp crease opening on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp crease opening on posterior due to a fold flaw opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., d.6., d.7., d.10., h.3., h.4., h.6.

Event description:
Device has been explanted.